Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error 2, pump error 3 pump error 19 and blank display. Device alarmed critical pump error after battery installation. No blank display noted. Confirmed in the pump downloaded history the pump alarmed 3 consecutive pump error 2 alarms on (B)(6) 2021 between 16.53:07.000 and 16.54:08.000 and also confirmed the device alarmed 3 consecutive pump error 3 alarms on (B)(6) 2021 between 16:51:38.000 and 16:53:03.000, problem isolated to the electronic assembly. Confirmed the pump alarmed pump error 19 on (B)(6) 2021 07:28:54.000, problem isolated to electronic assembly. Unit successfully downloaded to thumps. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. No moisture damage noted to motor assembly, pcb1 board or pcb 2 board during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device alarmed critical pump error after battery installation and no blank display noted. Confirmed the device alarmed pump error 2, pump error 3 and pump error 19 in the device downloaded history, problem isolated to electronic assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call generated alarm if minute event is not received from motor processor or the sw watchdog task is not running properly, the main arm cannot communicate with the motor arm, and interprocessor communication error on the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.